Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 27-feb-2023. The device evaluation was completed on 08-mar-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, sem (scanning electron microscope) analysis, temperature and impedance, and cool flow pump tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed reddish material inside the pebax, no other damages or anomalies were noticed. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. A cool flow pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. A sem study was performed, and mechanical damage and a hole was observed on the pebax surface. It was determined that the pebax condition may be related to the temperature issue described by the customer. A manufacturing record evaluation was performed for the finished device 30771519m, and no internal action was found during the review. The high-temperature issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The bent tip issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter and approved under PMA # p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish material inside the pebax and a hole was observed on the pebax surface. Initially, it was reported that during the operation, the tip of the catheter was found bent (no exposed wires), and there was high temperature reading from the catheter when radiofrequency (rf) was being delivered. A second device was used to complete the operation. There were no adverse patient consequences reported. The tip bent and high temperature issues were assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found reddish material inside the pebax. In addition, a mechanical damage and a hole was observed on the pebax surface. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2023.